Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritoneal inflammation. The cause of event was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovered from the event. On an unreported date, pd therapy was withdrawn. No additional information could be provided as the reporter declined follow up.